Event description:
It was reported that an ilet user experienced hyperglycemia, with blood glucose values increasing to 314 mg/dl and later 380 mg/dl, in the context of an expired infusion set alert, low insulin alert, and overdue tubing change; the user subsequently performed a complete supply change of cartridge, tubing, and infusion set and later reported blood glucose returned to range. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and user education regarding infusion set replacement and supply management. Investigation included a review of device status and user-reported use conditions and execution of guided troubleshooting. Investigation of this case revealed low insulin and an expired infusion set with uncertain wear time, with resolution after full supply change. It was concluded that hyperglycemia of unclear cause occurred and that user-led corrective actions were effective. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.